Manufacturer narrative:
The field service engineer changed tubing, the ultrasonic unit assembly, and a solenoid valve which resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The sample was repeated on another cobas 8000 analyzer. The initial sodium result was 108 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 138 mmol/l and the repeat result was 102 mmol/l. The initial potassium result was 3.10 mmol/l and the repeat result was 4.10 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration dates were requested but were not provided.